Manufacturer narrative:
The returned device shows a break in the rod which created a smooth, flat plane indicative of a fatigue fracture failure. This implant was subject to high forces distally due to the long lever arm. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for a post-operative rod breakage.